Event description:
The customer reported that while the central station was in use monitoring patients along with telepacks and spectrums at the bedsides, the central station server locked up twice within one hour. No patient injury was reported.

Manufacturer narrative:
The company representative replaced the server. The unit was tested to factory specification. It functioned normally and was returned to the customer.